Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.625 iu/l. On (B)(6) 2014, the results from a second sample from the patient were 2812 iu/l and 2603 iu/l with data flags. The first sample was repeated and the results were 709.6 iu/l with a data flag and 679.0 iu/l with a data flag. The result of 679.0 iu/l was reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number was 175098 with an expiration date of 03/30/2015. The calibration and qc history of the test were checked and all were ok. An assay performance check was performed.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based upon the information provided, possible root causes include preanalytic issues or temporary instrument issues.